Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
A the event involved a 7" (18cm) appx 0.25 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. It was stated in the emergency operating room of this hospital, where they had begun using this item, they were concerned about whether it truly came sterile in its packaging. When they pressed the package, the plastic compressed and, after a while, it swelled up again as if air was re-entering. They suspected there may be a hole that allowed air to enter and exit, which led them to doubt its sterility. This concern has been forwarded to the materials management department, which was the one who raised this question or incident. The same issue occurred with all the lots they have received, which is why they are questioning the sterility of item 011-mc3302. The status of the product at the time of event was upon removal of the primary package. The device was not reprocessed or re-sterilized. The event did not occur during patient use, and resulted in no delay or adverse event/harm.